Manufacturer narrative:
This report is submitted on october 01, 2021.

Event description:
Per the clinic, the patient experienced poor performance with the device use. The patient underwent a revision surgery (date not reported) to reposition the receiver/stimulator. Additional information has been requested but has not been made available as of the date of this report.